Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7070017, UDI: (B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure due to fall and was doing well postoperatively. Device remained implanted and in use.